Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced dizziness, disorientation, and was diaphoretic. Due to her symptoms, the patient¿s husband called the paramedics. When the paramedics arrived, the cgm was reading 125 mg/dl and the bg meter reading was 30 mg/dl. The paramedics treated the patient with ¿IV fluids¿ to stabilize her bg level. The paramedics left the patient¿s home about an hour and a half later. The patient was also wearing a tandem insulin pump. Patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.